Manufacturer narrative:
The thermogard xp ivtm console was evaluated at customer site. The customer reported issue of the liquid in the air trap holder due to leaked air trap was confirmed during the visual inspection. The air trap sensor block and pump rotor assembly were cleaned. A review of the archive was performed with no significant errors. Following the cleaning, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
After 18 hours of the ivtm therapy, the user observed the bottom cap of the start-up kit (suk) airtrap was detached and the liquid was noted in the air trap holder. The customer replaced the suk and the thermogard xp ivtm console to continue the treatment. No consequences or impact to patient was reported.